Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that her display was flashing black and white. The customer's blood glucose was unknown at the time of incident. During troubleshooting for partial display, it was reported that the pump was bumped on a wooden surface. It was advised that the pump would need to be replaced, to discontinue use of the pump and to revert to a backup plan per her doctor¿s orders. The insulin pump will be returning for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly. Unit was received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.